Event description:
A problem was reported when a pump displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning parts of the pump, and filling and loading a new cartridge. Ultimately, the customer successfully completed the load process and was able to resume insulin delivery.